Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaq2061 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a fracture was noted 15cm distal on line. It was stated this caused pain and swelling on use. The catheter and fragment were removed by the interventional radiology department. No harm to the patient.